Event description:
It was observed during the device evaluation, the videoscope exhibited image disappearance during angulation and the adhesive on the objective lens is peeling off.. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was not confirmed. Based on the results of the investigation, a root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.